Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; results from a nationwide registry on scalloped thoracic stent-grafts for short landing zones van der weijde e, bakker oj, tielliu ifj, zeebregts cj, heijmen rh. Results from a nationwide registry on scalloped thoracic stent-grafts for short landing zones. Journal of endovascular therapy. 2017;24(1):97-106. Doi:10.1177/1526602816674942. Age or date of birth: mean age. Sex: mean gender. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Reliant stent graft balloons was used in conjunction with non mdt stent grafts during the tevar on unknown dates. The following adverse events were reported: access site¿related complications - retroperitoneal hematoma (treated conservatively), seroma (drained), common femoral artery (cfa) pseudoaneurysm on the side with the angiocatheter (treated with ultrasound-guided thrombin injection), and minor bleeding from both groins (treated with pressure bandages). One patient with a distal scallop had a cfa dissection (treated with patch-plasty). The cause of the events are undetermined. No additional clinical sequelae were reported and the patients will be monitored.